Manufacturer narrative:
The insulin pump not in manufacture mode. The pump passed the self test, sleep current measurement, active current measurement, and the displacement test. The power management tool confirmed power error alarms were triggered when backup battery loaded voltage was less than 3.5v for 4 consecutive hours due to resistance issue a connector. The pump also alarmed power loss and low battery due to resistance issue. After disconnecting and reconnecting the internal battery connector the pump functioned properly. No unexpected hot/warm pump noted during testing and monitoring time. The electronice were inspected and no obvious heat damage or burned components noted. The pump was received with scratched case, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window.

Event description:
The customer reported via phone call that they had low battery alarm. The customer's blood glucose was unknown. Troubleshoot was performed for low battery. The product was returned for analysis.

Manufacturer narrative:
Pump passed the self test, sleep current measurement, active current measurement, and the displacement test. The power management tool confirmed power error alarms were triggered when backup battery loaded voltage (loaded vlith) was less than 3.5 volts for 4 consecutive hours due to resistance issue at connector. Unit also alarmed power loss and low battery due to resistance issue at j6/pcb 1. After disconnecting and reconnecting the internal battery connector on pump was monitored and functioned properly. No unexpected hot/warm pump noted during testing and monitoring time. The electronic were inspected and no obvious heat damage or burned components noted. Pump received with scratched case, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window.